Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 related manufacturer reference number:3006705815-2025-04586], the patient experienced cerebrospinal fluid (csf) leak. As a result, the patient was hospitalized overnight to address the issue. Follow-up identified the patient's headache resolved on its own.